Event description:
A leak in the ventilation system was found and was allegedly due to the catheter thumb valve remaining in the open position. This problem allegedly resulted in a loss of 400cc's delivered tidal volume to the patient. There was no patient compromise.